Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The workstation power control board was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the c-arm of the 9600 system would loose power during use. No pt injury was reported.